Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. The defibrillator conductor was distorted. There was blood/body fluid in the outer tubing overlay. The inner tubing was kinked/buckled and the outer tubing overlay was melted. All insulators were breached cut. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis revealed that the lead appears to have been implanted with a bend in it at the fracture site. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) the full lead was returned in segments. The lead appears to have been implanted with a bend in it at the fracture site. The distal conductor was fractured. The defibrillator conductor was distorted. There was blood/body fluid in the outer tubing overlay. The inner tubing was kinked/buckled and the outer tubing overlay was melted. All insulators were beached cut. The outer insulation had a cosmetic depression. There was blood in/on helix/lobe mechanism and mechanism (sleeve head).

Event description:
It was reported that a lead integrity alert triggered for oversensing on the right ventricular lead. The lead also had noise, high impedance and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.